Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. No device or medical records were provided. X-rays were reviewed and identified no device malfunctions. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source: (B)(6). It is unknown if product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation is complete, a follow-up report will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Product location unknown.

Event description:
It was reported patient underwent initial knee arthroplasty. Subsequently, patient underwent a patella resurfacing procedure approximately ten years post-implantation due to pain. During the procedure, the tibial bearing was removed and replaced.